Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A function test was performed and the device passed operational specifications, therefore, the reported condition was not confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device "got hot when in use". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.